Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k073374, k061815, k090140, k112119 or k121057. Investigation is still in progress. (B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k073374, k061815, k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6), 2012 at the (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4) catalog#: igtcfs-65-uni-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at the (B)(6) medical center, (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-uni-celect-perm. Summary of investigation findings: no device, imaging studies or medical records have been available. Consequently, based on very limited information provided it is not possible to comment on the alleged shortness of breath, severe pain, back pain and emotional distress. The period from filter implant to experienced discomfort is not reported. Based on the limited information available in this complaint, it remains unknown if the reported discomfort was related to the presence of the filter and therefore the exact root cause is unknown. No evidence to suggest that device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6)." December 30, 2015 additional information received: celect filter successfully inserted in the infrarenal inferior vena cava via the right internal jugular vein per radiology report. It is alleged that two physicians have recommended removal of the device. Device has not been retrieved, as of this date. Patient outcome: it is alleged that "[pt] experienced shortness of breath, severe pain, back pain and emotional distress."

Manufacturer narrative:
Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of(B)(4). (B)(4). (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/20/2015 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2012 due to dvt with contraindication to anticoagulation. The plaintiff alleges shortness of breath, chest pain, and back pain.